Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that about three months after device implant, the patient required approximately forty appropriate shocks, however the device longevity was now being displayed as one month when it seemed like the battery should not be that significantly reduced. It was noted that some reduction was expected due to the therapy delivery and that the battery longevity will be recalculated within seven days post-shock. Performance data was collected from the device and analyzed, and it was expected the battery will recover to about nine months remaining longevity. The device remains in use. No patient complications have been reported as a result of this event.